Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure it was noted that there were high out of range pacing impedance measurements. The physician adjusted the lead multiple time, but the impedance measurements continued out of range. As a result, the procedure was successfully completed with another rv lead. No adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.